Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl. The customer consumed glucose tablets to address bg level and at the ER, the customer was monitored until bg rose. The customer was released from the ER a few hours later with the issue resolved and no permanent damage. A review of the pump logs by tandem technical support indicated that the customer unintentionally requested multiple manual boluses to be delivered. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus."